Event description:
Additional information received reported that they don't know why they got the warning as they were just going to recharge their battery. The patient talked to their physician who directed the patient to a manufacturer representative who told them to try something where the message came up again. A representative talked the patient through a set of steps and found out the unit was charged.

Event description:
The patient reported getting a warning power on reset (por) screen. The por could not be cleared during the call. Additional information received from the patient indicated they spoke to a manufacturer representative (rep) and thought they needed a new recharger. The patient was not getting any bars and a full battery screen. The por was informational and the patient was able to clear it and turn stimulation on. The patient usually charged once a week and the issue was resolved. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.